Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device catalog number is unknown; therefore, UDI is unavailable.

Event description:
It was reported that the surgeon is concerned that the relationship between the actis broaches (size 3 in this instance) and real implants (size 3 hi in this instance) is causing the real stem to sit more proud than expected after seating the final broach; surgeon is concerned that the porous and/or ha coating on the real implants has been changed, causing the real stems to sit more proud than the typical press-fit has been experienced since using the actis stem from its first availability. Surgeon would like a correspondence from an actis engineer assuring him that there have been not changes to the coating on the actis stems and that there are no reported issues with the relationship between the actis broach and corresponding stem. In addition, he wants to know if specifications/tolerances of porous/ha coating have not changed, has there been a change in the facility where actis stems are manufactured or location, if different, where porous/ha coating is applied to stem? No surgical delay. Doe: (B)(6) 2022. Affected side: left.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.